Event description:
The customer reported their intellivue mp30 patient monitor saturation (spo2) alarm is set for 80, but the alarm triggered at 33. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported their intellivue mp30 patient monitor saturation (spo2) alarm is set for 80, but the alarm triggered at 33. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.